Manufacturer narrative:
(B)(4). Date sent: 10/05/2020 d4: batch # u5ch8g device analysis: the analysis results found that a ecs29a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. Event could not be confirmed as no packaging was returned for analysis. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year is known: 2020. Batch # u5ch8g. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information requested and received: was part of the packaging found to be damaged (tyvek, plastic/ blister, packaging seal, etc.)? Could you please identify the packaging (primary packaging, box, pouch seal or the plastic bag)? Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, contain cut or slit, or appear ripped)? Did the damage of the primary packaging compromise the sterility of the device? Please provide a picture (if available). It was the packaging seal. It was the sterility packaging inside the initial box. Customer stated it looked like it had tiny ¿poked¿ holes in a few areas so they did not use instrument and did not compromise the sterile field. It is believed that it was, or at least the customer was concerned. Unfortunately I have no photos.

Event description:
It was reported that upon receipt the packaging was damaged.